Event description:
The item was received in our receiving dock and there was an odor emanating from the package. The item was brought upstairs to the main or where a nurse reported a very strong smell coming from the package as well as stain running down the side of the box. It would appear that one of or several packs within may have ruptured.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. Device evaluation not performed. Device history review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. The event was not confirmed as the reported product or photographs were not provided for review. Based on the description of the event, it appears that this product was damaged due to inappropriate handling or storage during distribution/transportation; previous complaints regarding similar issue have been reported. No further investigation is possible at this time.

Event description:
The item was received in our receiving dock and there was an odor emanating from the package. The item was brought upstairs to the main or where a nurse reported a very strong smell coming from the package as well as stain running down the side of the box. It would appear that one of or several packs within may have ruptured.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.